Manufacturer narrative:
Evaluation summary: electrode belt sn (B)(4) has not been returned for investigation. Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was unable to produce a driven ground signal. The cause for the failure was an open r781 driven ground resistor on the c/a board. The root cause for the open resistor as the external defibrillation delivered while the lifevest was actively monitoring the patient. There is no indication that the monitor malfunctioned during patient use. There is no evidence to suggest that the open resistor caused or contributed to the patient death. Monitor sn (B)(4): 03/2012. Electrode bent sn (B)(4): 10/2013.

Event description:
A distributor notified zoll that a (B)(6) female patient passed away on (B)(6) 2015 while in the hospital. Ventricular fibrillation (vf) was detected at 13:53:05 on (B)(6) 2015. The lifevest delivered a 150j pulse at 13:53:39 and converted the arrhythmia to sinus bradycardia. Another arrhythmia (CPR artifact with vf) was detected at 20:08:29. A non-lifevest external defibrillation converted the vf to sinus tachycardia. CPR artifact interfered with the lifevest detection an treatment of the arrhythmia. The lifevest detected four additional arrhythmias between 20:10:52 and ending at 20:21:49. The patient's ECG shows CPR artifact and a sinus rhythm during these arrhythmia detecting. The rhythm then transitioned to vf four seconds prior to lifevest deactivation. The lifevest was shutdown at 20:23:07.